Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a lead fracture was observed. High pacing lead impedance was noted. X-ray did not show any abnormalities. Lead was capped.